Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a pressure verification test step during testing. The device's sensor board was replaced to address the issue. Additionally, during evaluation of the device, the front enclosure overlay was found to have scratches so it was replaced. This issue is not related to the reportable issue of the test failure.